Manufacturer narrative:
The technician found the brake casters were worn. The technician replaced the brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located in the hill-rom service ctr. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).